Event description:
The users hearing performance declined over several months. The conductor link started to penetrate the posterior wall of the external auditory canal (eac) and a cholesteatoma was found in the area. The user has been re-implanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the conductive link. No available information points towards the device having caused or contributed to this outcome. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance declined over several months. A cholesteatoma was found in the area and the conductor link started to penetrate the posterior wall of the external auditory canal (eac). The user has been re-implanted.